Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required at this time. Root cause: the reported complaint was confirmed. The mayfield lock had up and down movement and the teeth were grinding when rotated as a result of routine wear and tear of internal components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite skull clamp (a3059) lock has no tactile feedback when going into locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.